Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned, thus the failure mode reported could not be investigated and a root cause could not be determined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that, after the device was attached and samples were obtained from the PICC line, the nurse twisted the device to flush and the male luer disconnected from the holder and was left in the PICC line lumen cap. The nurse was unable to remove the broken piece out to the cap, therefore the blue cap on the PICC line had to be replaced. No patient injury was reported.